Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, implanted: unknown: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are having issues with their device. Patient stated they would charge their implant and intensity would only be set on 3 and they don't get any stimulation out of it. Patient said they have to run intensity all the way up to 5 in order to get any kind of stimulation. Patient then stated that 5 is too much for them so they run intensity back down to 3 and then their implant battery is dead. Agent redirected the patient to their healthcare provider to further address the issue. Patient also added their back hurts and that they can hardly stand up to walk. Patient also mentioned one of the leads pulled loose and had to go back and fix the lead. Patient was hoping that lead hadn't come out.